Event description:
During a procedure for a femoral neck fracture, surgeon inserted the 2.0mm guide wire. He passed a cannulated screw over the wire and as he was attempting to tighten the screw the guide wire broke at the tip. Surgeon removed the broken wire and the screw, placed a new guide wire and screw and was able to complete the procedure without further incident. The tip of the broken wire was left in the patient.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Guide wires are not implanted. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. 510 (k) number cannot be determined without a catalog number. No investigation could be performed, no conclusion could be drawn as no device was returned.